Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported blood was observed backing up in a non-dehp extension set. Furthermore, after the patient was intubated due to respiratory distress with chronic lung disease on hfnc (high flow nasal canula); blood was observed backing up into the tubing. Blood loss was approximately 1 to 2ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided sample, the backflow was observed. The reported condition was verified. However, due to the nature of the sample no further testing could be completed. Therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.